Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 400 to 500 mg/dl and insulin injections were used to address the bg level. The customer changed the supplies multiple times and the alarm reoccurred. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge onto the pump and insulin delivery was resumed. The customer's clinical diabetes educator reported that the customer may have some underlying illness that may be driving the bg level up as the customer had been sick and nauseous since (B)(6) 2016.